Event description:
Physician was attempting to deploy one integrity bare metal stent to a highly calcified lesion with 90% stenosis <(>&<)> vessel tortuosity. While advancing the stent to/across the lesion resistance was met and a little force was used, however the device could not pass and stent damage was noted. The device was removed and another stent was used to treat the patient.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology) - 90% stenosis, high calcification and vessel tortuosity. No results available since no evaluation performed - device or procedural images not provided for review. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) -90% stenosis, high calcification and vessel tortuosity. (B)(4).

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments.

Manufacturer narrative:
Results:user/device interface, failure to follow instructions - (use of force in an attempt to deliver the stent).